Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during testing, the heartstart xl was unable to deliver a shock. There was no patient involvement.